Event description:
Event description guidant received information that during a remote interrogation this cardiac resynchronization therapy defibrillator (crt-d) exhibted an ventricular tachycardia episode which was accelaterated into ventricular fibrillation following the delivery of anti-tachycardia pacing. There was an allegation of tachycardia undersensing.